Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned, an evaluation could not be performed and the complaint could not be confirmed. A lot history record review was performed. There were no non conformance's that could have caused the reported failure. The reported failure mode, "device remains activated," is currently being investigated in our CAPA process. (B)(4).

Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the vh-3000 did not activate. The cable was switched out but the hemopro did not activate. They switched the hemopro but the replacement unit still did not activate. They tried switching the cable again, but the device still wouldn't activate. A third replacement hemopro unit and a third cable were used to complete the procedure. The hosp did not report any pt effects. The product is not returning.